Manufacturer narrative:
The blade returned with the pencil was not inserted far enough into the pencil to make contact with the metal collet inside. This created a gap forcing the rf current to have to jump across, which generates too much heat. The heat was high enough to melt the surrounding plastic housing of the pencil.

Event description:
The customer stated that the pencil became very hot and began to become deformed from the heat.